Manufacturer narrative:
Investigation findings: catheter detached. Visual evaluation of the returned device found that the catheter was kinked near the distal section and the wire was kinked in the middle of the device. The flare was detached from the catheter, and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare would not come out of the catheter. No visible damage to the device or its packaging was noted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: flare detached.